Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had been alarming no delivery. The patient's blood glucose was 400 mg/dl at one point. The patient felt sleepy as a result of the hyperglycemia. The patient treated via manual insulin injection. Troubleshooting was initiated and the customer discovered that her infusion set cannula was bent in two places. Further troubleshooting was declined. The insulin pump was not returned for analysis.